Manufacturer narrative:
The customer reported complaint of the keypad being replaced due to unspecified issues was evaluated. During external inspection, the keypads were in good condition with no issues observed. During internal inspection, the keypads were observed with signs of fluid ingress where the flex cable meets the circuit layer and broken traces. The front case keypad were connected to the cad pcu test fixture for functional testing. Test results identified that the ac indicator lights did not illuminate on and the system on button did not function on 8 out of 13 keypads after plugging in the power cord. Test results identified that the ac indicator lights did not illuminate and the system on button did not function on 8 out of 13 keypads after plugging in the power cord. Test results also identified 4 front case keypads had multiple keypad button failures. Two front case keypads had no issues, all keys on the keypads worked as intended. No faults found. Electrical failure ¿ design. Device history review: device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. H3 : only keypads were provided for investigation.

Event description:
It was reported that thirteen pcu keypads were received as unexpected return. The customer had previous files for keypad issues.

Manufacturer narrative:
Customers received notification of the field action. Device repair or returns are handled within the scope of the field action. No further information will be provided by the customers due to the field action.

Event description:
It was reported that thirteen pcu keypads were received as unexpected return. The customer had previous files for keypad issues.